Manufacturer narrative:
The device referenced in this report was discarded and will not be returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. However, this type of device damage is consistent with the continuous activation of the device without any tissue in between the grasping section and probe.

Event description:
Olympus was informed that during a laparoscopic splenectomy procedure, the teflon pad melted. The procedure was successfully completed using a different but similar device. There was no patient injury reported.